Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore, no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the tip of the device was detached into the patient, and retrieved with the forceps. No report of patient complications and the patient condition was stable.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std an 150-035; returned reloaded in the dispenser assembly, accompanied by the labeled mylar packaging film and double-bagged in "zip-lock" style poly pouches. The specimen presents a large radius bend over the distal 20cm and several areas of varying amounts of skive damage, with polymer jacket removal, located 34.1 to 66.6cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The large radius bend appears consistent with tensile loading. The polymer jacket damage presented appears consistent with having occurred while manipulating the wire back within a metal cannula or needle. As noted in the warnings section of the device instructions for use (dfu): "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and or withdrawal through a metal device may result in destruction and/or separation of the polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one wall puncture style needle." Per the precautions section of the dfu: "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and procedural factors appear to have impacted on the event. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf: it was reported that the tip of the device was detached into the patient, and retrieved with the forceps. No report of patient complications and the patient condition was stable. Patient age was reported to be over 18 years of age.